Event description:
The consumer stated no alarms or warnings have sounded. She stated, she cannot feel the airflow. They checked the filters and the tubes. No sieve powder was obvious. They cannot locate the serial number it may have been removed.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.